Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer 2.1 not sensing closed. The field service engineer replaced position sensor and restarted station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had a drawer issue. The customer stated that the drawer in the endoscopy room stuck and showing need maintenance. The issue causes a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.